Event description:
Caller reported damage to tandem mobi charging pad, and the charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the damaged charging supplies with a two-day shipping service.